Event description:
Paramedics were called to a person complaining of chest pain. The pt was conscious and alert and was diagnosed with an ECG rhythm described as either junctional or ventricular block. Oxygen and drugs were administered. External pacing was administered. After approx 15 minutes, pacing allegedly stopped inappropriately after arrival at the hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction